Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer on the right side was found off its hinge, with the hinge no longer secured in the bracket and a portion of the retaining clip broken, and the displaced parts were placed on the desk of the automation technician. A field service engineer (fse) installed a new half-height enhanced drawer in the device to complete the repair. The fse then loaded the drawer with medications and performed testing to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer off hinges.there were no adverse events or injuries reported based on this event.